Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided images appears to support the reported allegation. The broach appears properly seated whereas the collared stem appears seated somewhat proud of expectations. It was not possible however to determine a root cause using the provided images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot j8560k. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Stem did not seat at the size of the last broach. There was not any alleged deficiency of the broach. There wasn't any harm to the patient.